Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors as well as into saline media using a split foil patient return pad. The reason for return (exhibits intermittent coag function) could not be reproduced. The generator was able to deliver energy into both a fixed resistive load and saline media. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.

Event description:
It was reported over the last couple of weeks, the scrub tech reports that the coag function is working only intermittently, and on friday it completely stopped working. There was no adverse effect on the pt; they replaced the plasmablade with the bovie for coagulation, which isn¿t ideal but neither is it problematic.